Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
The explanted generator was returned to MFR due to a prophylactic replacement. During analysis, the generator did not pass the final electrical test, and the measurement for the backup capacitor was out of specification. Further visual exam revealed that the negative feedthru wire was bent, and there was separation between the silver polyimide and feedthru wire. This separation can result in an open connection in the feed-thru capacitor. A review of the device history record verified that the generator passed the final electrical testing and qc inspections prior to shipment from the MFR. The intermittent feedthru capacitor connection can potentially cause erratic output delivery when in an MRI electromagnetic field. There were no reports of any pt adverse events in this case.